Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. This report is for one (1) unknown 4.5 hcs. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. (Therapy date): unknown date in 2013. The subject device is not expected to be returned to the synthes manufacturer for evaluation. 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. Utilized for canine patient and suffering and complications due to reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 4.5mm headless compression screw (hcs) was implanted in a canine by a veterinary orthopedist in on an unknown date in 2013 during a cruciate repair (cora leveling osteotomy [cblo]) surgery). It was discovered by x-ray on an unknown date that the screw violated the distal cortex and impinged approximately 1 cm into the dog's gastrocnemius muscle. The canine suffered and was ultimately euthanized on an unknown date. This report is for one (1) unknown 4.5 hcs. This report is 1 of 1 for (B)(4).